Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to calibrate. They powered the recorder off and on, but it was still unable to pick up the capsule to start calibration. The customer did not have another recorder to swap out. The patient was already given sedation medication and the procedure had started, but they needed to cancel while in the mid-procedure as the capsule did not calibrate. A repeat procedure will be needed in order to have the procedure done.

Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.